Event description:
It was reported to philips that the battery is not functioning. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
It was reported that the battery is not functioning. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.